Event description:
It was reported that the user experienced a high glucose reading while using the ilet system and performed a full supply change with an inset; no issues were observed with the cannula, and glucose trended down until the user ate dinner, after which the pump displayed a reading of 390 mg/dl, with no symptoms reported and no fingerstick provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.